Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy effluent coincident with peritoneal dialysis therapy. The patient was treated with vanco and fortam (dose, route, frequency, and duration not reported) for the event. The patient did not require hospitalization and responded well to the treatment. The cause of the event and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The action taken with the extraneal therapy during or as a result of the event was not reported. Should additional relevant information become available, a supplemental report will be submitted.